Event description:
A surgeon reported that he noticed glistenings on an intraocular lens (iol) following iol implant surgery. There was no pt impact reported. Add'l info was requested but not received.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of 2006, regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. Add'l info requested on 12/03/2007 by mail and on 12/03/2007, 12/12/2007 and 12/19/2007 by phone. This report was mailed to the FDA on: 05/16/2008.